Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the affiliate in (B)(6) that during preventive maintenance, it was observed that the vapr3 generator device displayed error code 200 ref 25 and accepted no adjustment. It was reported that the event was identified in psu. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. The device was sent to the service center for evaluation. Issue found, fixed and system restored to specification. Equipment sent for preventive maintenance. Identified problem in psu. Generator displays error code 200 ref 25 and accepts no adjustment. Performed the replacement of the damaged psu old ns aare00541 ens new aarf00167. Functional tests were performed, all tests mentioned in service manual 837019-g and electrical safety were applied. There were no divergences for use. The root cause behind the failure was the defective psu. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).